Manufacturer narrative:
H6: investigation summary scope of issue: the scope of issue is only limited to facslyric 3l12c instrument ceivd, part # 663029 and serial # (B)(6). Problem statement: customer reported complaint on waste leakage without bleach not contained within instrument. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from (B)(6) 2019 to date (B)(6) 2020. Complaint trend: there are 2 complaints related to the issue of a waste leakage without bleach not contained within the instrument; date range from (B)(6) 2019 to date (B)(6) 2020. Manufacturing device history record (DHR) review: DHR part #663029 serial # (B)(6), file #(B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the leakage not contained within the instrument was a disconnected waste tank. During the remote assistance ((B)(4)), the customer reported that they observed the sit dripping between tubes. The tsr (technical service representative) recommended performing an extended cleaning procedure and a sit flush using hot water. Shortly afterwards the customer discovered that this leakage was due to an open waste tank, and the recommended fixes were not needed. No parts were requested for evaluation as there were no parts replaced. After this incident the instrument did not show any further signs of leakages or other issues, and worked as intended. Although leakage of biohazard material can cause harm to the customer from exposure to samples and chemicals, the customer was not harmed in any way from this incident as they had not come in contact with the leaked material and the leakage was minimal. Additionally, while patient samples were used during the tests that had leakages, the results of these tests were not used for any diagnosis and no patients were harmed in any way. The safety risk is limited, s2, and there was no impact to customer health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2019. Defective part number: n/a. Work order notes: subject / reported: 663029 - facslyric - pqc not completing. Problem description: the pqc is not completing giving an error about pmtv's. Customer has cleaned the cuvette with facsclean and tried a laser setup that timed out. Work performed: (B)(6). On (B)(6) 2020 09:20:45z: further action, other-give reason customer called back, issue is solved, waste was not well connected. The leakage was not contained within the instrument in a customer accessible location. The leaked fluid was waste. The source of the leak was a waste line. Customer was not exposed to blood or bodily fluids. The customer suffered no physical harm as result of the leak. (B)(6). On (B)(6) 2020 09:15:23z: for dispatch, customer refuses to give us an email address. She finds the sit dripping between tubes. Suggested extended cleaning procedure and to preform sit flush with hot water under the sit, didn't help. Cause: waste tank not closed properly. Solution: instrument is working within specifications. Returned sample evaluation: a return sample was not requested because there were no parts that were damaged or needed to be replaced. Risk analysis: risk management file part # 10000063058, rev. 03/vers. I, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. While the severity of this risk is ¿1¿, this rating is equivalent to ¿s2¿ in sop6078-02 rev. 12/vers. J, whereby there is risk of exposure to the biohazard material but leakage is obvious or indicated by additional (warning) information and hence the impact to the customer is negligible to none. Hazard(s) identified: yes or no? Tfs ID: (B)(4). ID: (B)(4). Reg status: 2.1.14ivd; ruo. Hazard: exposure to biological sample. Cause: failed waste connection. Harmful effects: injury to operator due to spraying of waste. Risk control: robust design connection to the tank. The waste connection to the chassis is housed inside the system. Waste cap removed interlock. Follow universal precautions included in user documentation. Req link (tfs ID): (B)(4) normal use. Implementation verification: libivd-se-15-84ar. Libivd-se-15-72p. Libivd-se-15-51ir. Effectiveness verification: libivd-se-15-84ar. Libivd-se-15-72f. Libivd-se-15-51ir. Probability: 1. Severity: 1. Risk index: 3. Residual risk evaluation: a. New hazards: none. Mitigation(s) sufficient: yes or no? Root cause: based on the investigation results the root cause of the leakage not contained within the instrument was a disconnected waste tank. Conclusion: based on the investigation results, the root cause of the leakage not contained within the instrument was a disconnected waste tank. The customer called regarding the leakage and the phone representative suggested cleaning and performing a sit flush, though it didn¿t work. After the initial call the customer called back saying they had discovered that their waste tank had not been properly closed. After closing this tank the instrument was working as intended. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk is limited, s2, and there was no impact to customer health or safety.

Event description:
It was reported that while using bd facslyric¿ ceivd waste leaked outside of instrument. The following information was provided by the initial reporter: the pqc is not completing giving an error about pmtv's. Customer has cleaned the cuvette with facsclean and tried a laser setup that timed out. Additionally, the fse provided the following additional information: the leakage was not contained within the instrument in a customer accessible location. The leaked fluid was waste. The source of the leak was a waste line. Customer was not exposed to blood or bodily fluids. The customer suffered no physical harm as result of the leak.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd facslyric¿ ceivd waste leaked outside of instrument. The following information was provided by the initial reporter: the pqc is not completing giving an error about pmtv's. Customer has cleaned the cuvette with facsclean and tried a laser setup that timed out. Additionally, the fse provided the following additional information: the leakage was not contained within the instrument in a customer accessible location. The leaked fluid was waste. The source of the leak was a waste line. Customer was not exposed to blood or bodily fluids. The customer suffered no physical harm as result of the leak.